Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a MRI on (B)(6) 2012, the pump was interrogated and showed a motor stall and motor stall recovery (stall at 16:08 that corresponded with the MRI and recovered at 16:55); however this was followed by an entry that said pump stopped due to safety count at 17:04. It was added that the patient had mris every other month due to her ongoing battle with cancer. The pump was updated to minimum rate and then updated a second time back to the current programmed infusion mode that resolved the issue; the pump was re-programmed and re-started at 18:24 without incident. Drug delivered via the device was gablofen. Patient experienced no withdrawal symptoms due to the event and no additional troubleshooting measures were taken. As of (B)(6) 2012 patient was reportedly doing well.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2009-(B)(6), explanted: unk. (B)(4).